Event description:
It was reported that this right ventricular (rv) lead exhibited noise in the shock channel of the electrogram (egm). Lead remains in service. No adverse patient effects were reported.